Manufacturer narrative:
This supplemental report is being submitted to correct the date of event (see section b3), provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), provide the PMA/510(k) number (see section g5), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that when the transducer was first plugged into the system during equipment testing, a usacquisitionhw_40_0 error message was displayed and causing the system to lock up. The patient was rescheduled until a new transducer was received. There was no patient involvement because the reported phenomenon occurred prior to the intended procedure was performed. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see section d10), provide the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the device manufacture date (see section h4), update the event problem and evaluation codes (see section h6), and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, no physical damage was observed on the articulation sleeve. There were flex trace corrosions observed on the gastro flex #0 through #7. The system was functionally tested and image aftifact was observed, however, there was no system error message displayed. Since there was no articulation defect noted, the leak test passed at full level. The possible root cause of the reported phenomenon is likely the trace corrosion and open line due to a combination of moisture and solder mask delamination. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.